Manufacturer narrative:
A ge service representative performed an over the phone investigation. The cables were reset during the service call. The system was found to be working and put back into service.

Event description:
The customer reported that the 9900 system key could not be used and the system hung up. No pt injury was reported.